Event description:
The company was informed that the pt's device was explanted due to infection. The pt was treated for one to two months with intravenous antibiotics (type unk). The pt's device was never activated prior to being explanted. The pr was reimplanted with another advanced bionics cochlear device at a later date.